Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's ipg was deemed inoperable, and patient lost therapy. Surgical intervention took place where the ipg was explanted to address the issue. The leads were abandoned.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.